Event description:
The patient had undergone revision surgery due to stem fracture.

Manufacturer narrative:
A recall was performed in 2004 concerning corail amt stems. The references concerned by this recall were the following: (B)(4). The batches concerned by this recall were all batches less than (B)(4). This recall was performed because the concerning parts were laser etched on the neck and subsequently there were a risk of fracture of the stem. The reference/ batch involved in the current complaint ((B)(4)) is part of the batches concerned by the recall. As a consequence, the root cause of the neck fracture is the etching located on the neck.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Complaint was reopened as (B)(4) as first revision operation notes were provided relating to (B)(4). X-ray images and implant images were previously provided, and confirm the reported implant fracture. Medical notes from (B)(6) 2011 were provided and reviewed as part of this investigation. During revision surgery, neck fracture was noted. Etching was noted on the femoral neck. Stem was solidly fixed. Based on the information provided to date, summary of previous investigation (under (B)(4)) still applies. Based on the information received and the investigation performed, the root cause of the complaint is unchanged : the root cause of the neck fracture is the etching located on the neck. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.